Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was explanted in initial procedure due to haptic issue. The procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A non-qualified cartridge was indicated with a qualified handpiece and viscoelastic. The company model is only qualified for use in the company cartridge. The root cause for the reported event is most likely related to a failure to follow the IFU. A non-qualified cartridge was indicated. The company model is only qualified for use in the company cartridge. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. No additional information obtain from the customer. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).